Manufacturer narrative:
Implant date updated

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. A review of the sterilization records for the devices verified the lots met all pre-release sterilization specifications. The imaging evaluation stated images provided do not allow for evaluation in relation to the event. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to infections.

Event description:
On (B)(6) 2017 a patient underwent a procedure with gore® excluder® aaa endoprosthesis featuring c3® delivery system. On an unknown date prior to (B)(6) 2017, the patient presented with an infection in the vicinity of the treatment site of the gore endoprostheses. As of (B)(6) 2017 the patient was being treated with antibiotics and being monitored.

Manufacturer narrative:
(B)(4). UDI information: aortic excluder aaa endoprosthesis (B)(4). Medical devices: aortic excluder aaa endoprosthesis (low profile) (B)(4); aortic excluder aaa endoprosthesis (low profile) (B)(4); aortic excluder aaa endoprosthesis (low perm) (B)(4). Results code : a review of the manufacturing records for the devices is currently in progress.results code :a review of the sterilization records for the devices is currently in progress.

Event description:
The following information was reported to gore: on (B)(6) 2017 a patient underwent a procedure with gore® excluder® aaa endoprosthesis featuring c3® delivery system. On an unknown date the patient presented with an infection of unknown source/location. The surgeon does not believe the infection is related to the graft. Images are being provided.